Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Bsx provided the following information: this lead was capped for an unknown reason. Attempts to obtain more information were unsuccessful.

Manufacturer narrative:
On 8/18/16 - we were notified that this lead was explanted due to noise. The event and explant date were updated/added. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The inspection of the lead revealed a damaged insulation approx. 16.5 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. Furthermore, the outer conductor coil was found fractured. This damage can be considered as the root cause of noise as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Damages at the silicone sealing of the is-1 connector pin were detected which occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.